Event description:
The device has been received into analysis. The original reporting physician's information and patient information has been received. No other relevant information has been received to date.

Event description:
Product analysis was approved on the generator. The device was observed as received prior to decontamination with the setscrew stuck in the septum. In addition, the as received condition of setscrew socket shows mechanical wear and is filled with septum debris. The septum shows damage on the underneath side suggesting that the setscrew was extracted up into the septum. The setscrew being extracted up into the septum may have been a contributing factor for the as received condition of the returned setscrew and septum. Other than the observed setscrew condition there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement that the new device was seen with a broken setscrew and surgeon was unable to insert the pin effectively. Surgeon used a different generator successfully. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. The unused device has not been received to date. No other relevant information has been received to date.